Event description:
Pt called lfs and alleged that their meter was missing segments. The pt tested on their meter and obtained a result of 100 mg/dl. The pt has symptoms of dizziness and confusion at the time of testing. Pt was taken to the hosp. The time difference is not known between the pt's meter and the hosp meter. The result at the hosp was 400 mg/dl. The pt was treated with oral medication. The issue with the meter was not resolved with troubleshooting. Based on the info provided, there is a malfunction of the meter. However, there is no evidence of the meter contributing to a serious injury. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt. No further info has been reported.